Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 23-dec-2022. Samples were received by bd for evaluation. A quality engineer was able to inspect the returned samples for the reported issue of sand/dust particles inside the sealed pack of emerald 5ml from lot #2057134 product #307757. The investigating team has also used the retention samples of lot #2057134 product #307757 for investigating the reported defect. The investigation and simulation were carried out on retention samples where the investigating team has visually checked the samples for sand/dust particles inside the sealed pack of emerald 5ml and no foreign matter was found in the retention samples. The DHR of material no. 307757 with batch no. 2057134 was checked and there was no quality notification found on this lot no. From its production date to its dispatch on date.

Event description:
It was reported an unspecified number of bd emerald¿ 3-piece syringe foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: customer found sand/dust particles inside the sealed pack.

Event description:
It was reported an unspecified number of bd emerald¿ 3-piece syringe foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: customer found sand/dust particles inside the sealed pack.

Manufacturer narrative:
The manufacturing location for this product is bawal. This site is an OEM manufacturing site. (B)(4). Device evaluated by MFR: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.